Manufacturer narrative:
(B)(4): device is currently unavailable.

Event description:
Per the clinic, the device was explanted (date not reported) subsequent to infection at the site.the device has not been made available for analysis as of the date of this report, (B)(6) 2014.